Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the initial procedure was done in 2008. The following month, the patient presented with angina and a-typical chest pain, which was treated with balloon angioplasty. There were no complications. The vessel had a large amount of thrombus next to the stent site. No additional event of patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Angina and thrombosis, as noted in the promus instructions for use are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the angina is a secondary effect of the thrombus which resulted in balloon angioplasty. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.